Event description:
Event description boston scientific received information that this boston scientific implantable cardioverter defibrillator was replaced due to an allegation of early battery depletion. This device had been in service for 27.0 months. To date, there have been no reported patient symptoms associated with this clinical observation.